Event description:
It was reported that this right atrial (ra) lead was attempted to be removed due to the extraction of the older non-boston scientific right ventricular (rv) lead. The ra lead was broken during extraction attempted and it was surgically abandoned. The non-bsc rv lead was abandoned as well. The physician then successfully implanted two new leads while using the current pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to remove was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was attempted to be removed due to the extraction of the older non-boston scientific right ventricular (rv) lead. The ra lead was broken during extraction attempted and it was surgically abandoned. The non-bsc rv lead was abandoned as well. The physician then successfully implanted two new leads while using the current pacemaker. No additional adverse patient effects were reported.